Manufacturer narrative:
(B)(4) - in the analysis, both leads showed strong signs of abrasion in several areas. The insulation was still intact. The observed damage manifestation requires excessive mechanical stress of the leads over a long period of time. The position and characteristics of the abrasion lead to the assumption of friction between the ventricular lead to the assumption of friction between the ventricular lead and the atrial lead in the implanted state. The cuts in the insulation and the traces of blood in the leads are probably a result of the explantation process. No indications of material defects or manufacturing errors were found.

Event description:
(B)(4) - in both unipolar and bipolar the impedance for the associated lead was > 3000 ohms. There was no failure indication seen via an x-ray. This lead was also explanted at the time of the associated lead for an unk reason. This is all the information that was provided to us. The event date was not reported and despite there being no explant date provided, this lead has been returned for analysis.